Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that he was hospitalized with blood glucose levels greater than 600 mg/dl, and needed assistance programming the insulin pump. The customer stated that he was using denatured insulin. The customer experienced nausea, vomiting, excessive thirst, frequent urination and irritability. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but there was no tubing clamp for the high pressure test. The tubing clamp was shipped to the customer. The customer later called to conduct the high pressure test, but only wanted to speak with the initial representative he spoke to. Offered to assist, but he declined. Transferred to the previous representative to leave a message since she was not available. Nothing further was reported.